Manufacturer narrative:
Information contained in this report was previously submitted through asr/psr on 07/feb/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Initial reporter name and address: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side device rupture. Patient representative reported "left one was initially a little "down and out / misaligned", "pain", "silicone implant has extremely irregular contours" and "went through moments of extreme tension and agony". The device has been explanted and discarded.